Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative instructed to cycle the power on the device in order to clear the alarm. The patient was to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed. This included leak testing, clear passage testing, device-device interaction and clamp function testing. No issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.